Event description:
Medtronic received information that this bioprosthetic valve was explanted after 8 months implant duration, due to calcification, stenosis and granular infiltrant (reported to be a possible infection but not endocarditis) along all leaflets. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4): evaluation method: device history could not be reviewed as no serial number was provided. Results: no product returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.